Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a surgical procedure was performed, during which a cylinder aneurysm was noted. All components were removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were microscopically inspected and tested for leaks. Fluid loss due to a hole located in the corner of a fold in the proximal end of each cylinder was identified. In addition, both cylinders exhibited wear at the fold in their middle, proximal and distal ends. The pump was microscopically inspected, leak and functionally tested. During microscopic evaluation, it was noted that its kink resistant tubing (krt) was worn down to the filament. The component passed both leakage and functional tests. The reservoir was microscopically inspected and tested for leaks. Wear at the fold in its shell was noted, but no leaks were identified. Based on the information available and analysis results, the hole and the fluid loss identified in each cylinder could have caused or contributed to the reported clinical observation of device not working properly.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a surgical procedure was performed, during which a cylinder aneurysm was noted. All components were removed and replaced. There were no patient complications reported.